Manufacturer narrative:
DHR/fi noted: review of sterilization and seal strength records related  did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable.

Event description:
Patient reported "infection...pain, itching, trouble moving, inflammation, skin sagging, and numbness... And capsular contracture" on unspecified side. The device remains implanted.

Event description:
Patient reported "infection...pain, itching, trouble moving, inflammation, skin sagging and numbness... And capsular contracture" on unspecified side. The device remains implanted.

Event description:
Patient reported "infection...pain, itching, trouble moving, inflammation, skin sagging and numbness... And capsular contracture" on unspecified side. Later, patient reported "irregular areas in both breast" and "scattered round calcifications". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, g2.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV, presence of folds probable rupture, and sharp stabbing pain.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection (early onset) and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset) and capsular contracture baker grade unknown.

Event description:
Patient reported "infection...pain, itching, trouble moving, inflammation, skin sagging and numbness... And capsular contracture" on unspecified side. The device remains implanted.